Manufacturer narrative:
Still pending is the manufactured date and the expiration date. Therefore, a supplemental report will be submitted to update the expiration date and manufactured date. Concomitant product: smartablate generator, us catalog #: m-4900-207, serial (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. During ablation in the left atrium roof, the impedance value soared and the ablation stopped. It was also reported that when the thermocool® smart touch® sf bi-directional navigation catheter was removed from the patient¿s body, they noticed a clot was stuck to the catheter. Flushing was performed. However, there was no irrigation. The issue was resolved by changing the catheter. No patient consequences were reported. Additional information was received confirming that the material found attached to the tip of the catheter was coagulum. It also confirms that the patient did not exhibit any neurological symptoms since the procedure was completed. The ablation did stop by the impedance cut off limiter. It was also clarified that there were no issues with temperature or the irrigation flow of the catheter. The generator was set to power control mode. The noted power was 25-35w. The ¿coagulum¿ issue was assessed as a reportable malfunction. The ¿high impedance¿ issue was assessed as not reportable. The generator stopped delivering radio frequency. Therefore, the risk to the patient was remote.

Manufacturer narrative:
The biosense webster inc. Failure analysis lab received the device for evaluation on 3/14/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The device history record, manufactured date and expiration date have been provided on march 24, 2018. Therefore, expiration date and device manufacture date have been populated. The device history record (DHR) for the lot number 17740182l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. During ablation in the left atrium roof, the impedance value soared and the ablation stopped. It was also reported that when the thermocool® smart touch® sf bi-directional navigation catheter was removed from the patient¿s body, they noticed a clot was stuck to the catheter. Flushing was performed. However, there was no irrigation. The issue was resolved by changing the catheter. No patient consequences were reported. Additional information was received confirming that the material found attached to the tip of the catheter was coagulum. It also confirms that the patient did not exhibit any neurological symptoms since the procedure was completed. The ablation did stop by the impedance cut off limiter. It was also clarified that there were no issues with temperature or the irrigation flow of the catheter. The generator was set to power control mode. The noted power was 25-35w. The device was visually inspected and it was found in good conditions. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. Manufacturer's reference number: (B)(4).